Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The device was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor for trend.

Event description:
The patient that she experienced a lot of pain from the soft touch 63b electrodes. The patient rated the pain a 15 on a scale of 1 to 10, with 10 being the highest. The patient contacted her doctor. It was reported that no further information is available. The patient did not return 63b electrodes for further evaluation.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event: the event occurred sometime in (B)(6) 2021. Concomitant medical product: titan intervertebral body device c5-6, c6-7. Concomitant medical product: medtronic anterior spinal instrumentation c5 to c7. Therapy date: unknown. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is complete, a supplemental medwatch 3500a will be submitted.

Event description:
The patient that she experienced a lot of pain from the soft touch 63b electrodes. The patient rated the pain a 15 on a scale of 1 to 10, with 10 being the highest. The patient contacted her doctor. It was reported that no further information is available.